Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. There was no blank display, constant tone or moisture damage inside the reservoir compartment, under the lcd screen or the electronics assembly. There was no possibility of checking for operating currents due to motor error alarm. There was no cosmetic damage on the device. (B)(4).

Event description:
Customer reported via phone call moisture damage and blank display on the insulin pump. Customer's blood glucose level was 147 mg/dl. Customer advised the insulin pump started beeping consistently, the device was off and when they replaced the battery it did not turn back on. Troubleshooting for blank display was performed. Customer advised the device smelled like insulin and the moisture damage was insulin. Troubleshooting for the device exposed to fluid was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.